Manufacturer narrative:
The device, was used in treatment was returned for evaluation establishing a relationship between the event reported and the device. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed there was "warning -leak" error message during operation. Further investigation revealed the device's pump failed. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is due to a component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that on sunday (B)(6) 2020 the renasys go drained a lot of bloody fluid and on (B)(6) 2020 there was no drainage. The patient stated that the green light was on and there was no message in the display area. The patient wanted to know if the device was working ok and also stated that he had been having pain in the leg where the pump is located. Product information on general device operation was given to the patient and was advised to contact his surgeon. No further information provided.